Manufacturer narrative:
The reported issue of ec#39 (sensor electrical failure) could not be duplicated during in-house testing. However, the electronic failure was confirmed during review of the dms logs potentially caused by a delamination. The system disabled the sensor due to a detected performance failure and the system's self-test functions are working normally. As part of resolution, the RMA was authorized to offer the user a sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 05th 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.